Event description:
A consumer reported seeing wavy, blurry light in her peripheral vision following intraocular lens (iol) implant surgery. The consumer reported she expressed her concerns to her surgeon, but he told her the iol had not had a chance to heal into the eye and that her symptoms would go away. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the requested of the customer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).